Event description:
Unomedical reference number (B)(4). Event occurred in united states. On (B)(6) 2024, patient complained about infusion set that fell off during use. Patient blood glucose at the time of issue was between 250-300 mg/dl. The infusion sets were in use for 1.5 hours. Patient resolved all the events by replacing infusion sets and resumed insulin succcesfully. No further information available.